Manufacturer narrative:
Correction: e2, health professional, should have been "no" instead of "no information" and e3, occupation, should have been "non-healthcare professional".

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited a diagnostic anomaly. No intervention or patient condition was reported.